Event description:
It was reported that a dexcom g7 cgm was paired to the dexcom app but failed to pair to the ilet, generating a pairing failure alert; customer support instructed the user to toggle cgm connections, restart the pump, and allow time for re-pairing, after which the cgm connection to ilet was confirmed via system report. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of cgm-pump communication. Investigation included review of device alerts, guided troubleshooting, and confirmation of system connectivity through internal reporting. Investigation of this case revealed that the initial pairing failure was resolved by device restart and re-pairing procedures, indicating a transient communication pairing issue between the cgm and the ilet without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or setup issue resolved through standard troubleshooting.